Event description:
It was reported that bd angiocath¿ IV catheter could connect to the tube during use. No date/time or patient information was given. The following information was provided by the initial reporter: used on a-line, hcp couldn't connect ex-tube to the catheter adopter. Replaced by new ex-tube however the issue wasn't resolved.

Manufacturer narrative:
H.6. Investigation summary: bd received two used 22 g catheter/adapter assemblies and tow used extension sets. According to the visual analysis of the sample photo, it can be observed that the adapter contains burr. In the photo it was observed that the cavity is number 2. According to the batch history, the closure of this same cavity was performed, may be related to the defect visualized in the photo. Confirmed: bd was able to confirm the customer complaint for the claimed defect. Analysis of the photos containing the samples returned from the customer and according to analysis of the molded component history was sufficient to confirm this claim. Conclusion: based on the analysis of the attached photo and the batch history of the ¿adapter¿ molded component, it was found that during the in-process inspection performed during batch production, cavity number 2 failed due to the presence of burr (flash). It was blocked at the moment of identification and the affected material was discarded. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter could connect to the tube during use. No date/time or patient information was given. The following information was provided by the initial reporter: used on a-line, hcp couldn't connect ex-tube to the catheter adopter. Replaced by new ex-tube however the issue wasn't resolved.